Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00610. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (podjs). During the procedure, the physician successfully placed two ruby coils and a podj using a microcatheter. It was reported that the physician felt resistance while advancing a podj through the microcatheter, and therefore the microcatheter was removed after the podj was successfully placed. The physician then successfully placed a ruby coil using a lantern delivery microcatheter (lantern). The physician then was unable to advance a podj fully out of the tip of a lantern, and therefore the podj was retracted to be removed. Upon retraction, the podj unintentionally detached inside of the lantern, and therefore the physician used a syringe to create suction and removed the lantern with the podj inside. The procedure was then completed using the same lantern, and additional ruby coils and podjs. There was no report of an adverse effect to the patient.